Manufacturer narrative:
This report is for an unknown external midface distractor / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: moran, I., virdee, s., sharp, I. And sulh, j. (2017), postoperative complications following lefort 1 maxillary advancement surgery in cleft palate patients: a 5-year retrospective study, the cleft palate-craniofacial journal, vol. 55(2), pages 231-237 (united kingdom), doi: 10.1177/1055665617736778. The objective of this study is to investigate the postoperative complication rates of lefort I maxillary advancement surgery in cleft patients when performed by a single surgeon over a 5-year period. Between 2010 and 2015, a total of 79 patients with a mean age of 20 underwent lefort 1 maxillary advancement surgery using an internal maxillary distractor and an external midface distractor (depuy synthes). The average follow-up period was 25 months (range: 2 weeks to 5 years). Follow-up occurred 2 weeks, 1 month, 3 months, 6 months, and 12 months postoperatively. The following complications were reported as follows: external distractor: 2 patients had sensory neuropathy, 1 patient had infection, 2 patients had velopharyngeal impairment, 1 patient had relapse. Internal distractor: 1 patient had infection, 2 patients had relapse. This is report 2 of 4 for (B)(4). This report is for an external midface distractor (depuy synthes).